Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be assoicated with the use of the device or vascular access procedures. If this shold occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture. And/or polymer). These include allergic reaction, foregin body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
It was reported following a heart catheterization a 6f angio-seal vip was deployed. The pt was discharged home. The next morning while walking, the pt felt a "pop" with associated light-headedness, sweating and nausea. The pt was transported by ambulance to the emergency room. A CT scan revealed bleeding from the common femoral artery into the iliac femoral space. No bleeding was seen in the abdominal space. The pt was admitted to the hosp and managed with medical therapy. The pt was discharged and instructed to not take walks for 6 days. The pt experienced pain and was on morphine, dose unk.